Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. When exercising the catheter pre insertion into the patient for the second time, the guidewire become stuck. The guidewire was able to move, however, not freely within the catheter. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The farawave catheter is expected to return for laboratory analysis.